Manufacturer narrative:
This report is submitted on august 7, 2023.

Event description:
Per the clinic, the patient experienced inflammation, extrusion and infection at the implant site. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). There are plans to perform skin revision surgery, however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.